Manufacturer narrative:
Additional information was received where customer explained that the backup pump was now giving a "no disposable clamp tubing" alarm. Patient contacted the pharmacy and was issued a new pump. They confirmed cassette with lot 4163625 was malfunctioning. The patient tried three pumps and they all came back with the same error when the cassette was attached. Patient made another new mix with the same cassette from the same lot.

Event description:
It was reported per email medwatch report #mw5105682, report date:(B)(6) 2021 reporting cassette malfunction. Stated that patient has been off her infusion for about an hour, trying to trouble shoot her pump; "no disposable - pump won't run" error message was displayed on the screen. Tried using a new mix, new cassette, new tubing and switching the cassette from one pump to the other but kept getting the same error message. Was finally able to get the infusion going again. No patient injury was reported. (2/2, reference (B)(4) for related complaints- documenting incident#2).